Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming vxi testing. Reran the failures ten times and passed. Intermittent operation was noted. It was additionally noted the upper and lower cases and side bail covers were broken and that it was in need of medical adhesive around the output connector nut. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in device and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.